Manufacturer narrative:
(B)(4). D10: 00633405028 item name constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She lot# 66445456 unk cup g2: foreign: australia h6: suggested component code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with dislocation of the femoral head. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 68 days post implantation due to recurrent dislocations. Head, liner and cup were exchanged and a 30mm segment was added to the proximal femur to make it more stable. There is no additional information available at the time of this report.